Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within mfg specs. The device locked out as intended, but the orange indicator did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the mfg process.

Event description:
The device was received with no info.